Manufacturer narrative:
Device evaluation summary: st. Dominic hospital evaluated the ventilator, identified a relevant error code in the ventilator memory logs and reported that the power supply would be replaced. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator logged a "bad bd (breath delivery) 12 volts supply" background fault error code. The patient was removed from the ventilator and placed on an alternate ventilator without harm.